Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified red particles, fold creases, a curved opening. Leak test and microscopic analysis were performed and identified a curved opening with striated edge, a sharp curved opening on valve bond edge, and no shell thickness measurement due to opening being under plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a curved striated opening assessed as surgical damage, and a sharp opening assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device has been explanted.